Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the skull clamp shows that it exhibits rotational movement in its locking mechanism and that debris has accumulated. Adjusting the pivot lock requires adding new components to replace worn internal parts. To resolve the issues, the internal components of the skull clamp were replaced to adjust the device according to manufacturer's specifications and to clean the skull clamp's pivot lock assembly. After completion of assembly, including adjustment, the skull clamp was successfully functionally tested and found to meet manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn internal parts, the skull clamp was received swapped, and the ratchet extension and clamp base did not match. The probable root cause is routine use and wear of the device. Additionally, improper or suboptimal placement of the skull clamp can contribute to patient movement/slippage. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped prior to surgery while it was being applied. The patient was under anesthesia and experienced a cut to the top left of the head. A replacement mayfield clamp was inserted, and surgical time was increased by 10 minutes.